Manufacturer narrative:
It was reported that the patient was treated with balloon angioplasty of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the rca was treated with one resolute onyx stent. Cec adjudicated that an mi event occurred. Cec adjudicated the mi event as a non q wave mi (tv), mdt extended historical spontaneous. The mi occurred in the r-pda. Cec also adjudicated stent thrombosis as no event. Film was reviewed, no stent thrombosis observed.